Manufacturer narrative:
(B)(4). Release button post, jammed knife. The device was returned with the closing trigger opened and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed and the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. In addition, one release button post was noted broken possibly due to excessive force applied to the release button. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon at what location on the tissue? Sigmoid. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Asku. What color cartridge was being used?blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip?no. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue?yes. Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a colon resection procedure the surgeon fired the device with a blue cartridge for the first firing; the device locked on tissue, would not fire any staples and they could not remove the device. They cut the stapler out with and completed the procedure with another like device. There was no blood loss reported due to the issue.